Event description:
It was reported a customer's ultrasound system was not available during a critical procedure. The epiq cvx ultrasound system shut down during an unspecified transesophageal echocardiogram with anesthesia. The customer uses this transducer for watchman, ablation, cardioversion, valve integration, mitraclip, and endocarditis procedures. However, the type of procedure at the time of the event could not be obtained. The system was rebooted multiple times to complete the procedure. There was no patient or user harm associated with this event. Philips has started an investigation, and a follow-up report will be submitted upon completion.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The issue was unable to be reproduced. The system has returned to service with no similar issues reported.